Event description:
The pk papyrus covered stent system was selected for treatment of a type iii cs/IV perforation in the mid rca. The stent came off balloon prior to deployment and was crushed into the sidewall vessel. Another pk papyrus stent was implanted and successfully sealed the perforation. Another pk papyrus stent was also dislodged during this procedure and is reported separately.

Manufacturer narrative:
The affected pk papyrus stent systems were not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) and the product release documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the devices were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as both device- and procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.